Event description:
It was reported that, the case data were being looked at during a routine quarterly review. They plotted the battery percentage device data, these data are liver on board (lob) only and not in prep mode. The graph shows some charging, but the battery percentage rising and falling throughout the case. Additionally, during a call for support during preparation mode the reported issue was described as the device plugged in, and a battery at 49 percent, and another picture with message code 80 (low battery) on the screen. The du (device user) requested a video call. He had received message code 80 (low battery). He said that the metra was draining battery despite being plugged in. He had changed outlets and was still concerned that it was charging. While du was on the video call the battery increased from 49 percent to 50 percent. A subsequent message, the du called and was concerned that the battery had only charged 4 percent in the last 20 minutes. He called to confirm if it was ok to put liver on board (lob). Given the device is charging, it was safe to put the liver on board. The liver was transplanted.

Manufacturer narrative:
D3 establishment name and address was updated to correct the manufacturer intormation. No other changes.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The engineer confirmed healthy operation of power base board and batteries. The se decided to replace the batteries. Subsequently, all testing was completed successfully. A subsequent device data review was also performed and noted normal battery operation and balancing. The re-calibration is an expected behavior for the batteries. The device worked as intended, due to self-recalibration feature.

Event description:
It was reported that, the case data were being looked at during a routine quarterly review. They plotted the battery percentage device data, these data are liver on board (lob) only and not in prep mode. The graph shows some charging, but the battery percentage rising and falling throughout the case. Additionally, during a call for support during preparation mode the reported issue was described as the device plugged in, and a battery at 49 percent, and another picture with message code 80 (low battery) on the screen. The du (device user) requested a video call. He had received message code 80 (low battery). He said that the metra was draining battery despite being plugged in. He had changed outlets and was still concerned that it was charging. While du was on the video call the battery increased from 49 percent to 50 percent. A subsequent message, the du called and was concerned that the battery had only charged 4 percent in the last 20 minutes. He called to confirm if it was ok to put liver on board (lob). Given the device is charging, it was safe to put the liver on board. The liver was transplanted.